Manufacturer narrative:
Unit received with blank display due to corrode the battery tube. Also, moisture damaged electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify low battery, replace battery, replace battery now, power loss alarms due to the blank display. Unit p-cap / test reservoir lock in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump did not recognize battery after change. The customer stated they received low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert after a low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.